Event description:
Additional information indicated that the worsening congestive heart failure had not resolved, as previously reported, but was ongoing. Antibiotics were administered for possible acute bronchitis. The regurgitation was clarified as moderate-severe transvalvular regurgitation. Severe paravalvular leak (pvl) was also present. There were no interventions performed during the cardiac catheterization. Valve repair/replacement was planned to occur within the next 30 days of this report.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D3. D4. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that upon the second hospitalization for congestive heart failure (chf) previously noted, the patient also experienced acute respiratory failure with hypoxia, likely secondary to acute on chronic systolic chf. The patient had an elevated troponin which was likely type ii non-st-elevation myocardial infarction due to acute exacerbation of chf. The patient was discharged four days later. Approximately one and a half months later, the patient was admitted to the hospital again with acute on chronic heart failure with reduced ejection fraction. There was moderate stenosis of the mitral valve with moderate mitral regurgitation. The patient underwent a right anterolateral thoracotomy, right femoral cannulation, redo aortic valve replacement with a non-medtronic valve, mitral valve replacement with medtronic valve and a transesophageal echocardiogram without complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 5 months following the valve implant the patient was admitted to the hospital with shortness of breath. Worsening heart failure was reported. A chest x-ray identified a right pleural effusion (pe). A thoracentesis was performed the following day. Intravenous antibiotics and diuretic were administered. Two days following admission an echocardiogram identified a reduced ejection fraction of 35%, moderate stenosis and severe aortic prosthetic valve regurgitation. A cardiac catheterization was performed 3 days following onset. Interventions were not reported. The worsening heart failure was resolved 4 days following onset and the patient was discharged. A transcatheter revision was scheduled to address the worsening congestive heart failure. The patient presented to the emergency department 22 days following onset of the worsening heart failure with shortness of breath. A right thoracentesis was also performed this same date, and the patient was released. The patient was admitted to the hospital 27 days following the onset of the worsening congestive heart failure. A right thoracentesis was performed the next day. The patient was waiting for the transcatheter revision procedure.